Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During attempted utilization, lab staff reported the pump would not connect to operating room register with the console. As a result, the procedure was aborted.